Manufacturer narrative:
H3) the software team investigated the reported issue and found that the software was functioning as designed. Two catheter trajectories, very proximal to each other, were used in the study. There were 9 visualase t-map sessions from which 6 involved laser applications. Recommendation for resetting phase reference within 10 minutes of continuous imaging was not followed. Then, increased inaccuracy in thermometry may have occurred. Furthermore, phase drift occurred during sessions, showing no drift mitigation procedure was followed. Then, temperatures were undervalued during sessions. Also, in one session, phase reference was set where noise and instability caused undervalued temperatures in following image frames. Lastly, t-map sessions were from 11:45 am to 4:12 pm with a 3-hour gap between session 3 and session 4. Logs show that other MRI scanning, beside t-map MRI sequences, may have occurred, but not saved to the visualase system as part of the here reviewed logs. In the first session, imaging lasted more than 10 minutes without resetting phase reference. In the second session imaging lasted 20+ minutes without resetting phase reference. A negative phase drift of the order of 3.7 celsius degrees per 10 minutes occurred since the first session. Phase drift was about 3 degrees per 10 minutes by the third session. However, by the fourth session drift was on the order of 6.2 degrees per 10 minutes after the mentioned gap of 3 hours where no t-maps visualase sessions occurred and the change to monitoring the second catheter trajectory occurred, resulting in further cooling of the scanner, thus increasing the phase drift. In the last session, session nine, temperatures were as much as 8 degrees undervalued after missing to notice the undervalued temperature caused by noise and/or phase instability after setting the phase reference; a phase reference resetting was required. However, the user continued until the end of the first two ablations, then the needed phase reference reset was done prior to the last third ablation of the session. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the patient's left ear started to "ring" 7 days post-operative from the procedure. It was reported that a post-operative edema was suspected to have caused left tinnitus. Additionally, it was noted that the standard of care course of steroid was delayed seven days due to missing prescription. To treat the event, a six day course of methyrednisolone was administered. Assessment found that the event was related to the thermal therapy system and not the procedure, anesthesia or the patient's epileptic disease-state.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.